Event description:
It was reported that customer experienced cartridge alarm 20 while using pump. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to reload current cartridge without filling new one, was able to successfully load cartridge, resume insulin therapy, and issue was resolved.